Event description:
Staff saw sparks coming from power cord in back of EKG cart. Biomed was contacted, took unit back to shop. Noticed burn on power cord end and plug on EKG cart melted in the back of the device, and caused a hole on bottom of EKG cart case. Took pictures and sent them to mortara instruments.